Event description:
It was reported that during the implant procedure high impedance and artifacts classified by the devices as fs were observed. The lead was not implanted. No patient complications were reported as a result of this event. It was reported the lead was attempted but not used due to high impedances and noise. (B) (6) 2010 it was reported that during the implant procedure, high impedance and artifacts classified by the devices as fs were observed. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that the defibrillator conductor was distorted.